Event description:
It was reported that pitocin leaked onto the floor from a hole in the bd alaris¿ pump module smartsite¿ infusion set tubing during use. The following information was provided by the initial reporter: "registered nurse noted intravenous channel running pitocin pouring onto floor. The intravenous set was noted to have a hole in the soft portion of the tubing that runs through the pump. Intravenous tubing immediately disconnected from patient to prevent pitocin bolus."

Manufacturer narrative:
A complaint of a set leaking due to a hole in the pumping segment was received from the customer. No product or photo was returned by the customer. The customer complaint of component damage - leak could not be verified due to the product not being returned for failure investigation. A device history record review for model 2420-0007 lot number 22115606 was performed. The search showed that a total of (B)(4) units in 1 lot number were built on 26nov2022. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.